Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic and non-pacer dependent patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator was in back-up due to MRI screening. A device restoration was performed successfully. The patient will continue with regular follow-up.